Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer for evaluation. The complaint chamber was visually inspected and connected to a water bag to test for leaks. Results: the complaint chamber was returned with connection tape between the water feedset and the spike. No leak was observed when the waterbag was connected to the chamber under no tension. Small drops of water began to build at the connection between the feedset tube and the waterbag spike when it was connected to the water bag under tension. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that the leak between the feedset tube and the waterbag spike was caused by the feedset being setup under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported that there was water leakage from an mr290 vented autofeed humidification chamber. No patient consequence was reported.